Manufacturer narrative:
The reported event of therapy delivered to incorrect body area was not confirmed. The pacemaker was received in normal working conditions with battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis was performed and indicated normal device functionality. Furthermore, a longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow-up, the patient presented with twitching at the device implant site. The physician suspects a current leak from the device as the cause. The device was explanted and replaced to resolve the event. The patient was stable with no consequences.